Manufacturer narrative:
This product is manufactured in the (B)(4). But not marketed in the u.s. Diopter: -15.00/+05.00/x089. Device evaluated by manufacturer? No. Device remains implanted. Conclusions: based on the complaint information, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.0mm ticm120v4 -15.00/+05.00/x089 diopter implantable collamer lens in the patient's right eye on (B)(6) 2008. There was a lens rotation and lens repositioning. The patient experienced a second lens rotation not associated to a low vault. Lens remains implanted. Planning to exchange lens. See MFR. #2023826-2016-00451 for left eye.